Manufacturer narrative:
The condition of battery low alarm was confirmed through evaluation due to a damaged battery. The main battery was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a battery low alarm during the battery testing in the standard functional test step 9.15. This alarm would have interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.